Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user pump disconnected from the sensor during a hyperglycemic episode of 222 mg/dl. The agent was able to troubleshoot and assist with reconnection to resume insulin dosing. The user did not require any further outside assistance.